Event description:
It was reported that during pre-surgery, it was observed that the motor device was heating up. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had/cord damage, loose components and was overheating. It was determined that the cord damage is from allowing the cord to come in contact with a sharp object. It was determined that the loose component was due to loctite deterioration. It determined that the device overheated due to a damaged flex circuit. The device showed signs of damage that is indicative of damage caused by the sterilization process/immersion during cleaning which is failure to follow the directions. The assignable root cause was determined to be due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.